Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 300 mg/dl and infusion set was leaking. The customer stated that she went out to dinner and her blood glucose went up and she gave herself a lot of insulin, by the time she got to the restraint her blood glucose was over 400 mg/dl. The product was not returned for analysis.